Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 msiii w/cv 3vlv ports 1 way fv experienced defective tubing. The following information was provided by the initial reporter: alaris pump has been serviced but still getting an error code stating: ¿ the tubing collar is not properly seated.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-15 investigation summary: two samples were received for failure investigation. The customer complaint of tubing defective / damaged was not verified based on testing of the infusion set with the infusion set pump. Testing was conducted with the infusions sets and a ms iii pump submitted by the customer. During testing the submitted infusion sets did not show any issues during priming of the sets. The pump that was submitted with the infusion set for testing, showed signs of damage and did have issues with missing parts and broken parts when evaluated. Once those issues were corrected on the pump, the infusion sets had no issues fitting onto the pump. The investigation did not yield any issues with the 28493e infusions sets themselves. A device history record review for model 28493e lot number 20086384 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the investigation conducted, the testing showed that improper installation of the infusion set is the probable root cause for the issue seen in the reported complaint.

Event description:
It was reported that 2 msiii w/cv 3vlv ports 1 way fv experienced defective tubing. The following information was provided by the initial reporter: alaris pump has been serviced but still getting an error code stating: ¿ the tubing collar is not properly seated.¿